Event description:
The pt reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his left eye (os) in 2008. The pt reported having been prescribed eye drops for at least three consecutive months, because the surgeon stated the pt had high pressure or glaucoma in their eye. The lens remains implanted. Add'l info has been requested but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
Evaluation codes: method - lens work order search. Results - a lens work order search was performed, and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined.